Event description:
Patient was revised due to pain. **update** (B)(4) 2012 - litigation received (B)(4) 2012 and attached. Complaint changed to legal. Doi: (B)(6) 2010. Litigation alleges patient had increased pain, impairing ability to perform daily activities; slight heterotopic calcification, fluid and elevated blood metal ion levels after asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain. Update: (B)(4) 2012 - litigation received (B)(4) 2012 and attached. Complaint changed to legal. Doi: (B)(6) 2010. Litigation alleges patient had increased pain, impairing ability to perform daily activities; slight heterotopic calcification, fluid and elevated blood metal ion levels after asr hip implant. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation alleges patient had increased pain, impairing ability to perform daily activities; slight heterotopic calcification, fluid and elevated blood metal ion levels after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.